Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad at times. The customer did not know the blood glucose reading. The customer stated that she had to move her finger around on the button to find the spot at which the key would activate. The customer did not observe any significant events leading to the keypad issues. She mentioned that all buttons were defective. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened esc, act, down arrow and button error dome switches. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.